Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads were having high impedances. The patient underwent a revision procedure wherein the leads were replaced and a peripheral lead was added. The patient was doing well postoperatively. The explanted leads were discarded.